Event description:
It was reported that during a meniscus centralization surgery the suture broke. The broken parts were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the suture was broken. The broken pieces were not returned for investigation. The most likely cause of this condition is excessive force/friction during use, which would characterize use error.